Event description:
A patient, undergoing peritoneal dialysis using extraneal (which is a labeled interferent for the test strips) and physioneal experienced a hypoglycemia coma. Patient's blood glucose was reportedly tested, using the suspect device, with a result of 1,29 g/l. This value does not correlate with patient's physiological state. No information about treatment received or patient outcome was provided. No product was returned to the manufacturer for evaluation.

Manufacturer narrative:
There was no patient injury or clinical consequences to the patient reported. Gambro renal products has requested additional information relating to this incident. Further investigation is being conducted by the manufacturer. We will provide a report on completion of the investigation.